Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer complained about the sensor. The customer stated that they had received many sensor errors, which eventually resolved themselves. Also, the sensor glucose values were constantly lower than the actual blood glucose values. The customer refused to speak the help line. The customer's blood glucose was not provided. Nothing further was reported.